Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that emergency medical services were dispatched due to low blood glucose on (B)(6) 2020 and (B)(6) 2020. Blood glucose level at the time of the incident was 40 mg/dl. Customer stated that insulin pump had cracks. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.